Manufacturer narrative:
The customer informed siemens that the lactate_2 (lac_2) reagent pack was improperly prepared and placed on the analyzer for testing. The customer performed troubleshooting and replaced the reagent pack with an adequately prepared lac_2 reagent pack to resolve the issue. The customer informs that quality control results were processed as expected and noted no recurrence of the event. The customer was satisfied with the atellica ch930 analyzer and reagent performance. No further evaluation of the device was required.

Event description:
The customer observed a discordant falsely depressed lactate_2 (lac_2) result on the atellica ch 930 analyzer. The result was reported to the physician(s). The customer used the same sample to perform repeat testing on an alternate analyzer. The customer noted that the repeat result was higher and considered correct and issued a corrected report. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed lac_2 result.